Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline fault. The modular cable was replaced which resolved the alarm. The cause of the alarm was not found. Log files were not sent.

Manufacturer narrative:
Section d4 correction. Manufacturer's investigation conclusion: the reported event of driveline fault alarm could be confirmed with the returned modular cable (lot#: 8151610). The modular cable was tested to evaluate the integrity of its wires and did not pass all electrical measurements. Electrical measurement revealed a compromised orange wire (ground b), red wire (power b) and yellow wire (comm b). Visual inspection of the underlying wires confirmed compromised power b and comm b wires has the potential to result in a driveline fault alarm. A root cause that led to the compromised underlying wires could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.